Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was treated at the emergency room for hyperglycemia on (B)(6) 2026. The patient's blood glucose levels rose above 400 mg/dl while wearing the pod on the arm between 24 and 36 hours. The patient reported that the pod¿s adhesive was lifting from the infusion site. Symptoms reported included lethargy, dizziness, shaking, and fatigue. The patient was treated with intravenous fluids and insulin. The patient also underwent blood tests (the nature and outcome of these tests were not reported). The patient was released after 4 hours, on the same day. The pod was removed at the hospital.